Event description:
(B)(6) reported two plate reduction wires broke while inserting them. Each wire was used several times during one surgery. The breakpoint was below the stop, see pictures attached. They had no chance to remove the reduction wire since it was below the bone surface. The surgeon confirmed that this incident would no influence on the patient outcome. There was the first breakage of plate reduction wires in the series of 6 dorsal surgeries. The heavy aesculap power drill may have had a negative influence on the plate reduction wire since the loosening of the drill chuck could have led to bending of the wire, which finally could have led to the breakage.

Manufacturer narrative:
Device was used for treatment. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated (B)(4) 2011. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.